Event description:
It was reported per field service report: symptom - pump issued several high baseline alarms while on pt. Findings/actions taken: strips of alarms appear to show fill valves opening. Replaced central processing unit, printed circuit board. Also replaced battery due to short run time.

Event description:
In 2009, x-ray indicated broken pedicle screw. Revision surgery conducted to regain correction.patient's status: revised construct.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)

Event description:
During product evaluation, the baxter technician reported an infusion pump with an inoperable pump head module keypad. There was no documented patient injury or medical intervention necessary associated with the reported condition. No additional information is available. The pump was initially returned for the colleague fca upgrade

Manufacturer narrative:
The software version is 5.03.00 and will be categorized as unremediated.

Event description:
It was reported that the device was explanted after implant duration of approximately 141.9 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis.

Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the pump for an inoperable pump head module keypad. The reported condition was confirmed as an inoperative pump head module (phm) keypad (all keys). The (phm) keypad was replaced. The pump passed all functional tests and was returned to the customer.